Event description:
New information received noted that the patient had experienced syncope before, and chronic rv lead noise oversensing was noted. The oversensing resulted in pacing inhibition. Programming changes were performed to resolve the issue, prior to the lead-revision procedure. On (B)(6) 2026, during the procedure, fluoroscopy was performed determining the rv lead fracture.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead fractured. On (B)(6) 2026, the physician capped and replaced the rv lead. The patient condition was unknown.